Manufacturer narrative:
No further information is available.

Event description:
The customer reported that an error occurred during a phacoemulsification procedure and the system was not able to be restarted. The doctor switched to a different machine to complete the procedure. No patient injury reported.